Event description:
Loss of osseointegration, peri-implantitis, pain, mobility. The implant had a torque of 30. In january, the patient complained of pain or numbness. The x-rays were taken and it was decided to remove the implant.